Event description:
In this event, a doctor reported that a pt was burned on the lip after coming into contact with a handpiece head that reportedly overheated. The doctor prescribed kenalog 1% to treat the burn.

Manufacturer narrative:
Per the FDA public health notification: pt burns from electric dental handpieces, issued 12/12/2007, "burns may not be apparent to the operator or the pt until after the tissue damage has been done, because the anesthetized pt cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Because a serious injury occurred, this event meets the criteria for reportability per 21 cfr 803. The 1:5 estylus attachment exceeded both iso13732-1 and es1104 temperature limitations and failed tn8702 performance testing due to the cap being lodged in the downward position. This was due to excessive debris buildup and a failed cap end bearing retainer.